Event description:
It was reported, to medtronic minimed. That the customer, received an alarm generated. When a power failure was detected (pump error 24). Troubleshooting was performed. The customer reported, no adverse event. The event involved product(s) mmt-1880. The customer was not able to clear the alarm. The customer reported, a partial display. The customer inserted a new fully charged battery. And the display did not return to normal or self test failed. No harm requiring medical intervention was reported. The customer was advised to discontinue the use of the pump. And revert to the backup plan, per health care professional instructions. Mmt-1880 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No missing segments/partial display noted. Unit passed displacement, and self-tests. No unexpected pump error 24 noted during testing. Thus and software was utilized and downloaded trace/history files properly. In further review found multiple pump error 24 on (B)(6) 2024 10:32:00, 10/18/2024 10:40:00. Possible hardware error. Pump was cut and open found no moisture damage on the electronic assembly, battery connector, vibrator, motor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). No missing segments/partial display noted. Unit passed all required tests and no unexpected pump error 24 alarms during testing. However, pump error 24 alarms confirmed in the history file due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.